Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. B2. The date of death was not provided. Details of the event, including details of the patient event and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Pineau, s., fajardo, a., saqib, n. U., tanaka, a., motaganahalli, r. L., keyhani, a., keyhani, k., & wang, k. S. (2022). Transcarotid revascularization timing and early postoperative outcomes in symptomatic patients. Vascular and endovascular surgery, 57(4), 344 to 349. Https://doi.org/10.1177/15385744221146678.

Event description:
It was reported via literature that one patient died within 30 days of the transcarotid artery revascularization (tcar) procedures. The aim of the study was to determine the effect of timing of tcar in symptomatic patients. This study was a retrospective review of 875 tcar procedures between 2016 to 2022, which included 321 procedures performed in symptomatic patients and of those, 84 had revascularization performed within 6 days after onset of symptoms (sir) while 237 additional cases were completed 6 or more days after onset of symptoms (lir). Review of the data revealed that one patient in lir group died within 30 days of the tcar procedure due to experiencing stroke one day after the procedure. No further information was provided to boston scientific.